Manufacturer narrative:
(B)(4). No additional information is available. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2008 and the mesh was implanted. It was reported that the patient experienced pain in the groin, back and legs. It was reported that the patient experienced pain immediately after the implantation that has lasted over ten years.